Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure it was difficult for the leadless implantable pulse generator (ipg) and delivery system (ds) to cross the mechanical tricuspid valve. Oversensing and high thresholds were observed on the ipg and the operator attempted to recapture the leadless ipg. After the initial attempt to recapture the ipg, oversensing once again was noted and thresholds continued to rise. The ipg and tether of the delivery system appeared to get caught in the mechanical valve. The operator was able to successfully withdraw the leadless ipg and delivery system by applying manual traction. The leadless ipg was attempted, not used and replaced with an external ipg. No patient complications have been reported as a result of this event.